Manufacturer narrative:
The follow up was created to provide additional information that was not provided in the initial report. The information has been provided in this report.

Event description:
The customer reported he was having issues with his sensor giving inaccurate readings and it was triggering the threshold suspend feature on the insulin pump. The customer stated he had a blood glucose 221 mg/dl and the sg was 300 % difference when the threshold suspend occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. The sensor glucose level and the blood glucose level were both unknown. The customer was advised that the sensors would be replaced.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with low readings.